Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator intermittently switches to battery power when plugged in to an alternating current (ac). The device was in clinical use when the issue occurred; the patient was moved to a different ventilator, and the device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator intermittently switches to battery power when plugged in to ac. During troubleshooting, the rse provided the customer with the latest service manual (revision t). The biomedical engineer (bme) reported that the power cord, ac outlet, ant 24 volt power cord were checked; the bme confirmed that all were functional and within specification. Investigation is ongoing

Manufacturer narrative:
A follow up with the customer was performed by the remote service engineer (rse), and it was reported that the power supply was replaced to resolve the issue. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.